Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier and patient date of birth was not provided. (B)(6). [Conclusion]: the event was reported through the (B)(6) study, the (B)(6) female patient with a history of smoking (active), toe surgery, and kyphoplasty, presented with an unwitnessed non-wake up stroke on (B)(6) 2019 with nihss score of 2, mrs score of 0, and mtici score of 0 experienced a right insular intraparenchymal hemorrhage with associated right temporal subarachnoid hemorrhage (sah) on the following day (B)(6) 2019. Magnesium sulfate was administered as part of standard of care for the sah. The patient was discharged home with non-skilled nursing care on (B)(6) 2019 with nihss score of 0. Per the study investigator, the event was moderate in severity, unlikely related to the device, and possibly related to the procedure. The patient underwent a mechanical thrombectomy on (B)(6) 2019 using a 5 mm x 33 mm embotrap ii revascularization device (et009533 / 19a129av) on (B)(6) 2019. Intravenous tissue plasminogen activator (tpa) was administered at the time of patient presentation. The suspected origin of embolism was large-artery atherosclerotic disease. Proximal carotid atherosclerotic lesion angioplasty was performed before thrombectomy attempt. The first pass made with the embotrap with manual aspiration at the right m2 (23 min incubation) resulted in a mtici score of 2c with partial clot retrieval via the embotrap. Then, proximal carotid atherosclerotic lesion stenting was performed. Final mtici score was 2c. During the procedure, the embotrap pass was made with an 8f balloon-guided catheter via an 0.021¿ inner diameter microcatheter. 24-hour post-procedure nihss score was 0. The 90-day follow-up clinic visit was conducted on (B)(6) 2019, the nihss score remained unchanged. Additional information received from the clinical team on 23 october 2019, indicated that the 23-minute incubation time is accurate per the investigator. It was stated that it is a ¿seamless¿ technique for treating proximal carotid disease simultaneously while the stent retriever is deployed. There was no report of malfunction associated with the device. Based on complaint information, the device was not available to be returned for analysis. A review of the device history (DHR) records confirms that there were no issues with the assembly of the lot 19a129av (sub and top assembly). There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. In addition, there was no report of malfunction associated with the device. As such, the investigation will be closed. Hemorrhage is a known potential complication associated with endovascular mechanical thrombectomy for acute ischemic stroke cases and is listed in the embotrap instructions for use (IFU) as such. The embotrap ii revascularization device is intended to restore blood flow in the neurovasculature by removing thrombus in patients experiencing ischemic stroke within 8 hours of symptom onset. Patients who are ineligible for intravenous tissue plasminogen activator (IV t-pa) or who fail IV t-pa therapy are candidates for treatment. The root cause of the event cannot be conclusively determined; however, according to the referenced literature, hemorrhagic transformation (ht), which refers to a spectrum of ischemia-related brain hemorrhage, is a complex and multifactorial phenomenon. Because of the loss of normal autoregulation in the vessels supplying the infarcted tissues with the inability to retain blood inside of the arteries, the risk of hemorrhage will occur with return of normal blood flow. The use of thrombolytics also puts the patient at a higher risk for experience a hemorrhagic stroke. The risk of ht limits the applicability of tissue plasminogen activator (tpa). The incidence of spontaneous hemorrhagic transformation ranges from 38% to 71% in autopsy studies and from 13% to 43% in CT studies. More attention should be paid to patients with acute cerebral infarction, particularly massive infarction, cortical infarction, atrial fibrillation and cerebral embolism, hyperglycemia, low total cholesterol (tc) and low-density lipoprotein cholesterol (ldlc) levels, low platelet count, poor collateral vessels, thrombolytic treatment, increased globulin, early CT signs, hyperdense middle cerebral artery signs (hmcas) and other predictors. Review of the available information suggests that patient, procedural, and pharmacological factors, including the patient¿s baseline stroke, comorbidities, and administration of IV tpa, may have contributed to the event with no report of a device deficiency. There was partial clot retrieved in the first pass, thus demonstrating that the embotrap device was engaging with the clot and retrieving clot material. There was no report of malfunction associated with the device. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported through the (B)(6) study, the (B)(6) female patient with a history of smoking (active), toe surgery, and kyphoplasty, presented with an unwitnessed non-wake up stroke on (B)(6) 2019 with nihss score of 2, mrs score of 0, and mtici score of 0 experienced a right insular intraparenchymal hemorrhage with associated right temporal subarachnoid hemorrhage (sah) on the following day (B)(6) 2019. Magnesium sulfate was administered as part of standard of care for the sah. The patient was discharged home with non-skilled nursing care on (B)(6) 2019 with nihss score of 0. Per the study investigator, the event was moderate in severity, unlikely related to the device, and possibly related to the procedure. The patient underwent a mechanical thrombectomy on (B)(6) 2019 using a 5 mm x 33 mm embotrap ii revascularization device (et009533 / 19a129av) on (B)(6) 2019. Intravenous tissue plasminogen activator (tpa) was administered at the time of patient presentation. The suspected origin of embolism was large-artery atherosclerotic disease. Proximal carotid atherosclerotic lesion angioplasty was performed before thrombectomy attempt. The first pass made with the embotrap with manual aspiration at the right m2 (23 min incubation) resulted in a mtici score of 2c with partial clot retrieval via the embotrap. Then, proximal carotid atherosclerotic lesion stenting was performed. Final mtici score was 2c. During the procedure, the embotrap pass was made with an 8f balloon-guided catheter via an 0.021¿ inner diameter microcatheter. 24-hour post-procedure nihss score was 0.